Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mental and physical pain, permanent injury, and will likely undergo corrective surgery. Associated MDR: 1018233-2013-00816.